Event description:
It was reported that during a therapeutic vaginal hysterectomy, the handpiece of the ultrasonic surgical device stopped working and an unspecified error message occurred. A second handpiece was attempted and after 10 minutes of use the same unspecified error message occurred. Additionally, pieces of the jaw on the second ultrasonic surgical device broke off into the patient. The piece was retrieved without injury and the procedure was completed. There were no reports of patient harm.